Event description:
It was reported the pt is no longer receiving stimulation due to the inability to establish communication between her scs ipg and external devices. Also, the programmer prompts error "comm error 2501". The sjm representative confirmed the issue. The pt is to consult with the physician regarding surgical intervention.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.